Manufacturer narrative:
Date of report: 08/15/2018. Date received by manufacturer: 05/25/2018. Correction: international (B)(4); the bench technician confirmed the issue; the blower was not running and the device would not power down unless it was disconnected from mains power. The air flow values were out of tolerance. The technician replaced the power management and motor controller printed circuit boards to address the 35 volt failure and blower issue. The air flow sensor assembly was replaced to address the air flow accuracy finding. No failure was detected after evaluation of the motor controller printed circuit board. The 35 volt supply failure could not be duplicated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Further information has been requested.

Event description:
A customer reported a v60 ventilator had a power failure 35 v, emergency power failure and turbine in neutral. The device alarms continuously. While being ventilated the patient desaturated.